Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 23:53:00 on (B)(6) 2023. At 02:40:32 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 02:41:54, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact degrading to asystole. The device was shut down at 02:45:01 on (B)(6) 2023.